Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device barcode scanner was faulty. The field service engineer (fse) replaced damaged cable for barcode scanner and verified scanning to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the barcode scanner was faulty. Unplugging and readjusting the scanner temporarily restored the connection, but it disconnected again immediately after attempting to scan. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.